Event description:
The account alleged that the bed exit was armed and it disarmed by itself. No injuries.

Manufacturer narrative:
The account attempted to duplicate the alleged malfunction but was unable to do so. The account will continue to monitor the bed.